Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states that detection method in tjf-q290v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite duodenovi deoscope¿s loop cutter could not be removed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found the forceps channel had a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object in the insertion section, the forceps channel was found clogged with a cleaning brush, confirming the customer complaint. Additionally, the insertion part, curved rubber, and adhesive part were each chipped. The insertion part and curved rubber part adhesive was cracked. The insertion curved rubber adhesive part was cloudy. The insertion part soft tube was scratched. The insert part was bent, the tube angle was insufficient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.